Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon. A 2.5x24mm taxus liberte drug eluting stent was deployed in the proximal lad; jailing a side branch of the proximal lad. An apex pus monorail 8mm x 1.50mm balloon catheter was selected to dilate the side branch and ruptured on the third inflation below rated burst pressure. The pressures reached on the first two inflations are unk, the balloon was removed intact and the stent remained implanted in its intended location. There were not pt complications reported with the pt's current condition listed as "good."